Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt experienced a red heart alarm when only connected the white lead of the power module pt cable. The pt presented to the clinic the following day and the pt cable was inspected. All of the pins in the white lead of the pt cable were found to be open. The pt was given a new pt cable and the issue was resolved. The event history was reviewed and the pump stoppage was noted.

Manufacturer narrative:
The power module pt cable was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.